Event description:
It was reported that vessel dissection occurred. The more than 90% stenosed target lesion was located in left circumflex artery. After the lesion was pre-dilated with 2.0 x 10 unspecified balloon catheter, a 3.00 x 24 synergy ii drug-eluting stent (des) was advanced and deployed for treatment. However, during the procedure, a distal edge dissection was found. Another 2.75 x 12 synergy des was deployed to treat the dissection and the procedure was completed. No patient complications were reported, and the patient status was stable.